Event description:
The physician was using a 3.0mm diameter x 30mm length sprinter legend (rx) balloon dilatation catheter to post dilate a stent deployed in the proximal rca of a patient. The balloon was inflated to 18atms, and it was reported that the balloon ruptured. The physician attempted to remove the balloon, however, it got stuck in the guide catheter and it was pulled out. It was indicated that part of the balloon may have been left in the guide catheter but it was discarded. No patient injury occurred and no clinical sequelae were reported. Device evaluation: there was a radial tear on the balloon distal to the proximal balloon bond. The remainder of the balloon material had detached along with a section of the distal tip material. This portion of the device was not returned for evaluation.

Manufacturer narrative:
Results: balloon exceeded rated burst pressure. Conclusion: balloon exceeded rated burst pressure. (B)(4).